Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced leakage leading to medication pooling under the infusion site, as well as an infection at a previous cannula site on (B)(6) 2026. Upon cannula removal, the site appeared red and later developed bloody pus. The patient was prescribed oral augmentin for 10 days, and the infection has been improving. No further information available.